Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had insulin flow block alarm. Customer stated that got no delivery. Customer stated that when getting insulin but not when its connected at the site. Customer stated that they went through the troubleshooting changed the reservoir and sure no deliver. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.